Event description:
The customer stated an architect i1000sr analyzer generated falsely elevated b-hcg results for six patient samples. Data was reviewed and found not to affect the clinical interpretation or medical decision making. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg ((B)(4)) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.